Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to sternal incision complications and infection. It was not reported whether the death was device or therapy related.

Manufacturer narrative:
Section b5: the onset of the infection is captured under MFR. Manufacturer's report # 2916596-2022-11026. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the death was not thought to be device related as the patient was sent home on hospice on (B)(6) 2022. The patient requested the ventricular assist device (vad) to be shut off and the patient died naturally after the pump was discontinued.